Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed one day prior, (male patient; weight is unknown). According to the complainant, when the package was opened, "the coating on the tip detached." The procedure was completed with another of same jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation of the entire ptfe sheath indicated the presence of no anomalies. A microscopic analysis of the distal tip area revealed a stretched pebax. The evaluator noted that there was no evidence of an exposed or fractured corewire. A dimensional analysis was performed and the taken measurements fell within the device specifications. The incident device reveals no material defects and/or functional anomalies that may have cause or contributed to the reported incident. The cause of the reported malfunction is undetermined.